Event description:
Vns patient experienced episodes of bradycardia during intraoperative lead tests (~43 bpm upon first test, 25 bpm upon second test). Heart rate returned to normal upon completion of lead tests. Stimulation was initiated ten days later under ECG monitoring without further cardiac incident. Normal mode output current was increased by 0.25ma every three weeks thereafter until a reduction in seizure frequency was noted. Within six months of vns implant, the patient showed a significant reduction in seizure frequency at 1.50ma output current.